Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the probe was found chipped, missing glue on the cover. The bending rubber was found peeled and the ultrasound image had no broken echo signals. No other issues were reported. If additional information is obtained a supplemental MDR will be filed. Related to report MFR 8010047 -2020 -07583.

Event description:
A user facility reported that they sent a scope for investigation after finding black residue coming off the scope during pre-cleaning. The device was pre-cleaned again after being received and the black residue was coming off the distal end again. No patient injury or harm was reported. No additional information has been obtained.

Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include that an external force such as an excessive impact was applied to the distal end of the device.